Event description:
As reported by the user facility: a patient had an IV infiltration on 05/10/2026 that required a fasciotomy.

Manufacturer narrative:
This report has been identified as B. Braun Medical internal report number (b)(4). The investigation is ongoing at this time.A follow up will be submitted when the investigation results become available.